Event description:
Abnormal cells were found outside of the 22 fields of view (fov). No trigger cells were present to prompt a full scan of the slide. There was no delay in pt diagnosis as the diagnostic cells were found during qc. Customer is not sending slide to hologic for review.

Event description:
The report indicated that after 5 years' procedure of stomach cancer, the patient has obstructive jaundice. During the index procedure, the patient was treated with ptbs procedure and implanted with a 10x6 smart stent, the result was good. Approximately four months after the index procedure, the patient had obstructive jaundice again, and the physician implanted another 6x10 stent at the previous stent's position. However, the second stent was obviously longer than the first stent for about 1cm. Approximately six days after the last procedure, results of angiography showed that the length discrepancy of these 2 stents is about 1cm. The film will be returned soon. The admitting diagnosis and history was stomach cancer and obstructive jaundice. The sizes for the stents were correct. A 6x10 was implanted inside the 10x6 because of the obstructive jaundice. The length discrepancy of these 2 stents is about 1cm. The medical therapy after the initial implant consisted of liver-protection with medication and some antibiotic medication. No other devices and medication were utilized for both procedures. There was no issue with the stent lengths, however the length of these 2 stents are the same. There were no issues during deployment. The characteristics of the target site was a tumor tissue that grew and extended the inner mesh of the stent which caused restenosis.

Manufacturer narrative:
One non sterile unit of smart control 10x60 mm was received in two separated pieces; locking pin and stent were not received. Outer member was separated at 2 cm from ID band. Blood residues were observed at distal tip. Stent deployment process could not be performed due to the separation of the outer sheath. Distance between stop and proximal end of wire lumen tip was measured and it was found to be 72 mm, which is enough to contain a 60 mm stent but not enough for an 80 mm stent that is the next stent size. The length specifications are 60.3 mm +5.0/-3.0mm for a 10x60 mm stent and 79.3 +5.5/-3.0 mm for a 10x 80 mm stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The incorrect length reported by the customer was not confirmed due to the stent was not received and no discrepancies were found in the distance between stop and proximal end of wire lumen tip. The cause of the separation of the outer sheath could not be conclusively determined; however it could be related to the coiled condition of the unit received for analysis as the unit is stressed at ID band and proximal end of hypotube. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This complaint involves a patient with a history of malignant biliary obstruction of the distal common bile duct. A percutaneous transhepatic biliary procedure was performed initially during which a 10 mm x 60 mm smart stent was deployed successfully. Approximately 4 months following the index procedure, the patient returned with obstructive jaundice. Repeat cholangiography demonstrated obstruction of the stent secondary to tumor in-growth. This required a second stent to be placed within the first. An identical size stent was implanted within the previous stent. Nevertheless, after deployment of the second stent, the treating physician noted the second stent to have deployed at a length slightly longer than the first; despite being labeled the same size as the first stent. As per clinical report, the product appeared normal prior to deployment and no specific issues during deployment were reported. Findings: a single cd-rom containing 4 cine files is submitted for review. The first file shows a percutaneous drain in place within the liver. There are two metal stents in place within the common bile duct. The remaining 3 files demonstrate 2 smart stents within the common bile duct. Contrast injection through the catheter shows prompt drainage of contrast through the stents into the proximal small bowel. Close inspection of the stent demonstrates a small length discrepancy. These can be partly attributed to the stents not being exactly superimposed on each other. To clarify, the proximal aspects of the stents are not exactly aligned. When accounting for this, there appears to be a 2-3 mm length discrepancy between the stents. I do not have images from the original index procedure and thus, I do not know which the first stent is and which the second stent is. Nevertheless, one of the stents has a short segment of apparent longitudinal compression which can account for the minimal length discrepancy. Despite this length discrepancy, the stents are functioning well with prompt drainage of contrast through the obstructed region. Impression: this complaint involves a patient with malignant biliary obstruction. Initially, a smart stent was placed within the common bile duct. Four months later, a recurrent obstruction secondary to tumor in growth required placement of a second stent. Despite identical length of the stents, there was minimal length discrepancy following deployment of the second stent. Part of this discrepancy is attributed to the fact that these stents are not exactly superimposed. When accounting for this, there appears to be, at most, a 2-3 mm length discrepancy. By report, the discrepancy was felt to be 10 mm and I do not believe this to be the case on the images provided. The length discrepancy is likely secondary to a minimal area of longitudinal compression within the midportion of the stent. This is not likely to be clinically significant and the stents appear to be functioning well. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. In my opinion, technical factors and deployment technique contributed to the reported event. This does not appear to be a case of device failure. The patient experienced no immediate complication and will not likely have a change in their intermediate or long functioning of the stent.